Manufacturer narrative:
Section a patient information: a2: 5 days; a4 600 grams manufacturer narrative: the device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 2310-003, ECG soft race limb band cs, was being used to monitor a preterm infant on (B)(6) 2024 when it was reported that ¿on assessment this morning, EKG lead on the right upper inside of the arm had burned the skin where it had been placed. The gel that was underneath the lead was swollen and falling off. The burn had taken off the first layer of skin, and the arm was bleeding.¿. Per further assessment it was found the degree of burn "was not assessed". The electrode worked properly and the "site was clean and dry at time of placement" and "the lead came right off, the gel underneath had expanded and was falling out.". There was no medical intervention required for the patient. "The infant was in 70% humidity, was an extremely low birthweight infant, born at 23.2 weeks gestation. Very fragile skin, and leads had been replaced numerous times throughout the day.". This report is being raised on the reported death of a patient where a conmed device was used with no apparent relation to the patient's death.

Manufacturer narrative:
Section a patient information: a2: 5 days; a4 600 grams. Manufacturer narrative: reported event ¿burn had taken off the first layer of skin, and the arm was bleeding¿ was confirmed. The device will not be returned for evaluation, but photographic evidence has been provided. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. (B)(4). Per the instructions for use, the user is advised the following: the electrode site should be dry before electrode application. Fluids, including skin cleansing solutions, lotions or soapy water may cause skin irritation and loss of adhesion. Keep electrode site dry. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Update: per assessment received on 26mar24 the cause of death was "extreme prematurity". The customer reported that the device, 2310-003, ECG softrace limb band cs, was being used to monitor a preterm infant on (B)(6) 2024 when it was reported that ¿on assessment this morning, EKG lead on the right upper inside of the arm had burned the skin where it had been placed. The gel that was underneath the lead was swollen and falling off. The burn had taken off the first layer of skin, and the arm was bleeding.¿. Per further assessment it was found the degree of burn "was not assessed". The electrode worked properly and the "site was clean and dry at time of placement" and "the lead came right off, the gel underneath had expanded and was falling out.". There was no medical intervention required for the patient. "The infant was in 70% humidity, was an extremely low birthweight infant, born at 23.2 weeks gestation. Very fragile skin, and leads had been replaced numerous times throughout the day.". This report is being raised on the reported death of a patient where a conmed device was used with no apparent relation to the patient's death.